Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Upon review, it was noted that the measurements were stable and dropped back to within range after this impedance measurements. Currently, this product remains in service and no adverse patient effects were reported.